Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: retention devices were tested with clinical negative urine and low hcg concentration standard (4miu/ml). All devices yielded expected negative results and met quality control release specifications. Manufacturing batch record review did not uncover any abnormalities. A root cause could not be determined based on the information provided. This test provides a presumptive diagnosis for pregnancy. A false positive result can be caused by a variety of factors and interfering substances. Please refer to the limitations and interfering substances section of the package insert. For these reasons, a secondary analytical method must be used to obtain a confirmed result.

Event description:
It was reported that false positives occurred on four patients although details are available for two. On (B)(6) 2019, a (B)(6) year old female presented to the facility with an appointment for an iud insertion. An hcg rapid test was administered twice using a urine sample. The first rapid test result was positive, she was then tested again which resulted in negative. The doctor interpreted the result to be negative and the iud was inserted. After the patient left, well after the read time, the negative test then showed positive according to the patient's chart. No confirmatory testing was performed. The patient was not on any medications and according to patient chart she is not sexually active. There has been no negative patient outcome for either patient. This file is the second of two files, the first being 2027969-2019-00492.